Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#891355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that retraction issues occurred after use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "unsafe, needle did not retract, blood splatters when withdrawing needle from vein.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that retraction issues occurred after use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "unsafe, needle did not retract, blood splatters when withdrawing needle from vein."